Event description:
Patient's wife contacted dexcom technical support via email on (B)(6) 2015, to report that on the night of (B)(6) 2015, the patient had an episode and 911 had to be called. The patient was not using their continuous glucose monitoring (cgm) system at the time of the event. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)